Manufacturer narrative:
Evaluation summary. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and, the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right vats lobectomy procedure, the device was used to transect the inferior pulmonary vein. The surgeon closed the stapler (without articulating feature) with the vein inside completely and waited for ten seconds and then fired. He slowly opened the stapler and found a small amount of bleeding occurred by the proximal end of the staple line. There was too much blood to identify if the staples were malformed or missing. The bleeding point became large and the surgeon decided to convert to an open procedure. The total blood loss was about 4000ml. The anesthetist was called in and the pt received 12 units of blood. After the procedure, it was reported that the staples line was intact on the specimen side. The pt was transferred to the general ward six days post op and was discharged two days later.